Event description:
It was reported that the customer experienced high blood glucose and requested having the insulin pump check. The customer was not using the device at time of call due to no delivery alarms. Troubleshooting was performed the next day, and the customer appears have lost faith on his insulin pump delivery. During the call the customer mention being admitted in the hospital around may or june due to low blood glucose of 25 to 48mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.